Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a right ventricular lead revision procedure on (B)(6) 2017. The lead had previously exhibited intermittent capture. The patient was not reported to have been symptomatic as a result of the intermittent capture. The lead was capped and replaced. The patient was stable following the procedure.